Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information confirming that the cause of the high impedance was determined to be damage to the electrode. The damage occurred because the lead was not fully seated into the boot and the set screw was tightened onto the electrode. The information was confirmed and provided by the physician.

Event description:
It was reported that at the stage two implant, the physician was pulling the lead out of the boot and noticed that the lead was not inserted all the way. The set screw was screwed down onto electrode 10 a. The physician worried about seating the lead into the extension and taking it out and reseating to further damage the electrode. Manufacturer representative (rep) tried an impedance check multiple times but the contact kept reading over 5k ohms. Rep indicates the issue is resolved at the time of report.

Manufacturer narrative:
Continuation of d10: product ID b3300542. Serial# (B)(6). Implanted: (B)(6) 2026: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(6), ubd: 13-feb-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.